Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the patient inflatable penile prosthesis (ipp) left cylinder would not deflate. All components were explanted and replaced. There were no patient complications related to the device.